Event description:
Pads (hands free defibrillator pads) arced during defibrillation - pt was defibrillated successfully but a rhythm through pad could not be read on exam. Burn area where wire enters the pad.